Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the permanent implant was not working right now and they were leaking as bad as they were before. They added it worked at 100% on the trial and they didn't have any leaking. Patient stated that they couldn't leave the house and they had to change clothes twice a day and change pads. Patient also stated that if they go to the truck from here to there they wet their pads full. Patient mentioned that they had a tough time putting the implant in and that they were trying to wiggle the needles through and they had to do so many shots to get through the calcium. Patient said that it took them quite a bit of time to get it in and they were getting frustrated and they knew they were about to quit and say they couldn't get it where it was at. They were told it would work where it was and it'd take a lot of time for their body to heal about 6 months or so and if it didn't work they may have to redo it. Agent asked the patient if they had made any adjustments to their therapy and patient said that they had only increased the intensity and that was it. Patient noted that they bumped it up a notch as if they just wouldn't get enough signal to their brain or whatever but all it would do was give them some headaches and back ache after a month or a month and half they backed it back down to 1.0 and the headaches went away. Reviewed therapy information and general programming guidance. Patient said they would try adjusting their settings and would continue to monitor their symptoms. The patient was redirected to their healthcare provider to further address the issue.